Event description:
It was reported that during an endoscopic stomach surgery, after insert into the trocar, noted one device was broken ,and another device had cracks . Another two device were used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4) date sent: 6/14/2023 d4: batch # x95w6p additional information was requested and the following was obtained: the procedure should be endoscopic stomach. What portion of the trocar are you referring to? Sleeve. Were the obturator handle locking buttons broken? Unknown . Was the stopcock valve damaged? No. Was the outer seal damaged or the outer seal release lever? No. Did the trocar sleeve break off in patient? If so, were all parts retrieved from patient? Yes, all were retrieved. Please confirm which portion of the trocar was broken. Top of sleeve. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the tb12lt device was received with the tip of the sleeve broken. In addition, the packaging opened was returned along with the instrument. Upon evaluation of the device, it was found the sleeve cap component disassembled and was observed to be not properly welded. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.